Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's representative stated serious bodily injuries, including, but not limited to, foreign body reaction, mesh erosion, dyspareunia and other injuries.